Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "when I went to couple the machine, I noticed dripping water where the saline bag was spiked, it was dripping below the spike between the spike and the line, not where the spike was in the bag, when I went to tighten it, the spike popped off the line entirely." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. The photograph was reviewed, and it showed only the sample's label. The photograph did not provide sufficient evidence to indicate leakage or any other defect. Therefore, the reported defect could not be confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.